Manufacturer narrative:
The device was received, and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not specifically evaluated in regard to the described infusion issue (failure to stop infusion), therefore it cannot be stated that this issue was corrected or observed. The pump will undergo full release testing prior to return to the customer in order to ensure proper working condition of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump, would not stop infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.